Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) hc445, (heal collar 4.5x4.5, 5mm) and one (1) tsvb10 (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. A visual evaluation and a functional test was performed, there was signs of use; the abutment wouldn¿t disengage from implant. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc445 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment wouldn¿t disengage from implant the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided . D4: UDI not available. G4: PMA/510(k) number not available.

Event description:
It was reported that the healing screw did not loosen and became stuck, so the doctor had to replace the implant. The affected position is #34. The doctor informed that the procedure was not completed by placing another implant.